Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the pocket becoming larger. The physician believes that the patient played with pocket to make it larger. The patient underwent a pocket revision. The patient is reportedly doing well.